Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose value was unknown. The customer reported they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer performed displacement test and it passed. Customer stated motor error alarm recurred during manual prime or fill. Customer stated did the rewind and gave her error again. The device will not be returned for analysis.